Manufacturer narrative:
Manufacturer's investigation conclusion: no unusual or atypical events were noted in the patient¿s log file. The log file contained approximately 4 days of data, spanning from on (B)(6) 2018 13:55 to on (B)(6) 2018 07:33. The first ten events in the log file appear to capture initial startup of the device following the reported controller exchange on (B)(6) 2018. The remainder of the log file captured the device operating as expected at the set speed of 9200 rpms. Pump power, flow, and avg. Pi ranged from 4.5-7.9 watts, 3.4-9.8 lpm, and 4.2-7.7, respectively. No unusual events or alarms were noted. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU contains a section titled "replacing the running system controller with a backup controller", which provides detailed instructions for exchanging the pocket controller. The IFU states that failure to adhere to the provided instructions on how to exchange the controller may result in serious injury or death. The IFU also states, "ensure that the patient understands the importance of having a caregiver present during system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed." The heartmate ii lvas patient handbook contains a section on "replacing the running system controller with a backup controller". This document states, "if at all possible, do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions including calling the hospital if instructed." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment."

Manufacturer narrative:
Approximate age of device ¿ 11 months and 7 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the analysis of the log file, the first couple lines showed that the percutaneous lead (driveline) disconnected. The manufacturer¿s technical service representative reviewed the submitted log file and observed multiple motor stops. At times, it appeared that the patient slept on battery power. Additional information was requested but has not been provided.

Manufacturer narrative:
Section d1: correction.

Manufacturer narrative:
This report and investigation findings are duplicate to MFR # 2916596-2019-00697.